Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise episodes that resulted in oversensing were noted on the egm for the right ventricular (rv) lead. A lead revision procedure was performed. During the revision procedure, insulation damage was noted on the rv lead. The lead was capped and replaced to resolve the event and the patient was stable.